Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d1 band name: previously reported as rental-dreamstation auto CPAP, gb ; updated to dreamstation auto CPAP d8 was this device serviced by a third party?: previously reported as no ; updated to unknown

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no serious or permanent injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 were updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of dust and dirt contaminate and dark fiber contaminate throughout the base unit including the air inlet area, inlet canal, in and around the outlet port, ui panel channels, the blower box, the blower and isolators, blower impellers, and blower seal. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of dust and dirt contaminate and dark fiber contaminate throughout the humidifier including the upper and lower surfaces. The manufacturer also found evidence of an excessive amount of white powder or potential mineral deposits in the humidifier and in the tank. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dark fiber, dust and dirt contaminate and also consist with white powder or potential mineral contamination, inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, g3, h3 and h6 has been updated / corrected.